Event description:
It was reported the patient developed an infection in his lower left leg around the implant location of the 3.5mm lcp (locking compression plate) medical distal tibia plate. On (B)(6) 2014, the surgeon removed six screws and the plate, and performed an aggressive irrigation and debridement. A culture was taken prior to the irrigation and debridement and was sent to the lab. Distal 1/3 left tibia has healed properly. There was no surgical delay reported. This report is 5 of 7 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.